Event description:
Tech service from rehab centre discussed with invacare tech service that same motor and gear box left and right are defective, part numbers 1169643 and 1169644 due to leaking and loud and noisy. As per tech service replace under warranty. (B)(4).